Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving the message "replace sensor" on the adc freestyle libre reader. On (B)(6) 2018, the customer stated that he felt "sick"with hypoglycemic symptoms and had no other alternatives to check his blood glucose. There is no report of treatment for the hypoglycemic symptoms at that time by the customer or a third party. Two hours after the sensor display message, the customer's daughter obtained a blood glucose of 400 mg/dl on a unspecified meter the customer obtained and administered an insulin injection (type/dose unknown) to the customer as treatment. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving the message "replace sensor" on the adc freestyle libre reader. On (B)(6) 2018, the customer stated that he felt "sick"with hypoglycemic symptoms and had no other alternatives to check his blood glucose. There is no report of treatment for the hypoglycemic symptoms at that time by the customer or a third party. Two hours after the sensor display message, the customer's daughter obtained a blood glucose of 400 mg/dl on a unspecified meter the customer obtained and administered an insulin injection (type/dose unknown) to the customer as treatment. There is no report of death or permanent injury associated with this event.